Event description:
It was reported the patient was at the clinic today for a pump refill and "they" noticed the pump was in stopped pump mode for 1hr 27min. The patient experienced no symptoms. They planned on performing a bridge bolus following the refill. The pump was used to deliver clonidine, bupivacaine and morphine. The cause of the pump stop was not reported, additional follow-up is being performed.

Event description:
Additional information reported the patients pump was then interrogated and reprogrammed. The patient has been receiving effective therapy since meeting with the representative.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).